Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery connector was shorted damaging a trace on the pca board. The cause for the shorted connector cannot be positively determined but was likely liquid ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger will not recognize one of her batteries. The pt was issued a replacement battery pack.